Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found that the device did not meet expected longevity, the cause was unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached early battery depletion and the right ventricular (rv) lead had high threshold. The device was explanted and replaced and the lead was capped and replaced . No patient complications have been reported as a result of this event.

Event description:
Asku